Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a pinhole on the bending section cover, water tightness is lost. Due to a pinhole on a channel tube, water tightness is lost. In addition connecting tube has coating peeling. No electrical continuity due to damage on distal end and distal end is shaved. Adhesive on bending section cover has a chip and bending tube has a dent. The scope connector has a scratch, scope connector cover unit has a scratch. The scope connector is dirty due to water leakage and the scope connector cover unit is dirty due to water water leakage. Due to a dent on bending tube, bending angle in up direction exceeds the standard value. Due to damage on channel tube, forceps cannot be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the us scope has a pinhole issue. It is unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, the connecting tube has coating peeling was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the defective event was caused by external factors or handling of the device. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the white light imaging and narrow band imaging endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.